Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l46503, implanted: (B)(6) 1998, product type catheter; product ID 8590-1, lot# n414982, implanted: (B)(6) 2014, product type accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported it was suspected the pump maybe flipped. Per the reporter they planned to do a dye study but further details were not available at the time of the report. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was flipped back surgically. The pump had flipped due to a pocket seroma. The patient was doing fine and there was no loss of therapy. The drug in the pump was unknown.